Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system powered down and would not reboot. Additional information has been requested.

Manufacturer narrative:
Additional information: a company representative visited the site to evaluate the system. The reported event could not be replicated. The system was tested and met all product specifications. This system was manufactured on february 24, 2004. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be established. (B)(4).

Event description:
Additional information provided indicated the customer shut down the system, however, they were unable to boot it back up.